Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; grommet damage observed.

Event description:
Loss of sensing was reported. The impedance measurements of atrial, right and left ventricular leads showed 0 ohms. The device was replaced. No patient complications have been reported as a result of this event.